Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer requested instruction on how to review of the logs. It was later determined that the log review was requested as a result of a patient death that occurred on (B)(6) 2021. During the time of the incident, the patient was connected to a mx40 that was discovered to have been missing a disposable battery; the unit only displayed, ¿no data from monitor¿.

Event description:
The customer requested instruction on how to review of the logs. It was later determined that the log review was requested as a result of a patient death that occurred on (B)(6) 2021. During the time of the incident, the patient was connected to a mx40 that was discovered to have been missing a disposable battery; the unit only displayed, ¿no data from monitor¿.

Manufacturer narrative:
Customer was given instructions on how to export/download the audit log were provided by a philips remote service engineer (rse). The user acknowledged understanding how to export/download audit log into pc. No further actions were taken. Philips has been informed that no additional information is available.